Manufacturer narrative:
Correction: this supplemental report is to add (B)(4) operating system version or upgrade problem which should have been included in the initial report on october 17, 2017.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The pacemaker exhibited backup vvi operation and the patient experienced dizziness during an attempted device update. The original firmware was reinstalled and the patient was stable.